Event description:
It was reported that during a interventional cardiology procedure, a guide wire fracture occurred. The lesion being treated was a 75% re-stenosis, located in the mildly calcified and non-tortuous riva (ramus interventricularis anterior) branch of the left coronary artery. A non-bsc guide wire was advanced to the distal lesion and a non-bsc 3.5 x 8 mm stent was implanted. The non-bsc guide wire was exchanged for the pt2 light support 185 cm straight guide wire to treat the proximal lesion. Slight resistance was noted and the tip of the guide wire broke. The physician "presumes that the wire broke due to the thrust of the non-bsc stent". No attempt was made to remove the guide wire tip and it remains in the riva. The patient was reported to be without any symptoms during the event. The patient's condition post procedure was "stable". Attempts to obtain additional information were unsuccessful.